Manufacturer narrative:
A medtronic representative went to the site again. The paxscan was replaced successfully. The viva tools and k5 configuration was performed, and rad and gain calibrations were performed. The system then functioned as intended and passed a system checkout. Fdm 10, fdr 114, fdc 4307 still apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the generator would not boot resulting in the reported issue. Additionally the viva tool could not establish communication with paxscan. The troubleshooting identified that the leds were on and receiving power but the unit was not running. The representative then returned to the site at a different date and replaced the paxscan to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: bi71000640r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the middle bar on the pendant was scrolling while shutting down the imaging system. It was noted that the middle bar scrolling also prevented the imaging system from booting. There was no patient present when this issue was identified.